Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the transmitter and the pump were not within range. Tandem customer technical support (cts) instructed customer to move the transmitter and pump within range and without obstruction. The customer acknowledged instructions and declined additional troubleshooting from cts. No additional patient or event information was available.